Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: ppr67614 tige "anca fit?" Rev. Hap 1/3 proximal 13g t07125201m ppr67254 cotyle "anca" avec trous a/revet. Hap 54 t06123349.